Manufacturer narrative:
(B)(4).

Event description:
It was stated, the patient has had "like" 8 battery replacements and it normally does this unpredictable stimulation near then end of life. It was reported, the patient felt ¿like it was going up and down on its own.¿ additional information reported the patient had replacement surgery on (B)(6) 2010. It was reported this was normal battery depletion. Patient outcome was not provided. Refer to manufacturer report # 3007566237-2013-03200 for previous battery replacement.